Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no med attention was reported to have been sought. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
The mouth piece has an upper and lower section. They separated on me this morning. I called your 877# and they said, they would send a new mouth piece with proof of purchase. Thank you.